Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and the observed damage appeared to be associated with use of the device. One 2 fr s/l per-q-cath PICC was returned for investigation. The tubing extended to the 29cm depth mark. The tubing had been marked with ink between the 12 and 13 cm depth marks. The stylet and t-lock extension set had been removed from the PICC and were not returned for investigation. A functional test revealed multiple streams of fluid spraying from the catheter between the 11 and 12 cm depth marks. A microscopic examination revealed multiple small holes in the tubing between the 11 and 12 cm depth marks. The tubing was bisected, which revealed that the damage on the inner lumen wall that did not exceed the length or size of the holes on the external surface of the tubing. At one point, the adjoining surfaces of the split tubing revealed a striated surface, which suggests contact with a sharp instrument. This location exhibited greater damage on the external surface of the catheter. The instructions for use indicate to avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Since the catheter exhibited evidence of use and slits in the tubing that were consistent with sharp instrument damage, the observed damage appeared to be associated with use of the device. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after open the package, the device leakage was found when testing. The device was not used on the patient.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that after open the package, the device leakage was found when testing. The device was not used on the patient.